Event description:
Customer reports analyzer leaking from the system wash container onto the floor. The amount of water is significant and in a walkway. No one was hurt and no pt samples were involved. Customer reseated the water supply bottle correctly on the instrument. The field service representative determined the tank had not been properly inserted, but had been corrected by the customer. The field service representative inspected the tank o-rings and cap check valve.